Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as a code 1007 due to capacitor charge time exceeding limitations upon interrogation in clinic. Technical services (ts) advised device replacement. No adverse patient effects were reported. Currently, this ICD remains in service.